Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6): product type recharger h3: analysis of the 97755 rechargers (rtm) (serial number (B)(6)) revealed a failure, no device found message. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that their implant is not charging. Patient stated that they last charged their implant a couple of weeks ago. Patient said that when they try to charge, they see system problem rm03. Walked patient through removing the battery pack and resetting the controller. Patient confirmed no physical damage on recharger cord or controller connector port pins. Patient then started a charging session of their implant and reported seeing no device found. Patient stated their controller will get stuck on looking for a device for a minute, and then display no device found. Patient pressed recharge and reported that all 3 numbers were 0. Patient attempted to reposition the paddle however the numbers did not change at all. Patient then noted that the top of their recharger on the antenna gets hot when charging their implant. The issue was not resolved. An email was sent to the repair department to replace the recharger. When asked for event date, patient stated they have had trouble charging their implant since last year, but they just recently saw the rm03 code at the beginning of april.